Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was attempted to be leak tested by purging air out of the faradrive sheath. This was unsuccessful as air was continuously seen in the sheath shaft, and leaking was observed near the side port. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. No damage was noted to the hemostatic valves. The reported air ingress was confirmed.

Event description:
It was reported that an air ingress issue occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. Upon device aspiration, it was observed a continuous flow of air bubbles into the sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis. It was further reported that no abnormalities were found during preparation. A pressure bag was used for irrigation. Excessive bubbles were observed during aspiration. No air was observed inside the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an air ingress issue occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. No abnormalities were found during preparation. A pressure bag was used for irrigation. Upon device aspiration, it was observed a continuous flow of air bubbles into the sheath. No air was observed inside the patient. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.